Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day the sensor was inserted, the patient experienced a skin reaction which occurred the day the sensor had been inserted in the arm. The patient developed a rash, redness, and inflammation under the sensor patch area. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. The reaction was treated with a prescription oral antihistamine and oral and topical steroid medications (prednisone unspecified tablets and hydrocortisone cream). No additional patient or event information is available.